Event description:
It was reported that the patient had two surgeries as the first lead moved from her head to lower back. The patient also had scar tissue and could not sleep on the side that the lead was on. The patient had pressure on her head. The patient had undergone two rounds of steroids and a flexor patch.

Manufacturer narrative:
(B) (4).